Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. To address occlusions, customer either resumed insulin delivery without changing supplies or changed pump supplies. There was no reported impact to customer's blood glucose.